Event description:
It was reported that the lead was explanted due to product performance issue. There is no evidence of a product malfunction or adverse patient effects, and this event does not meet complaint criteria. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).